Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was could not be determined due to the device logs being overwritten by later therapy information. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:56:39. During night drain cycle one, the patient's ultrafiltration reading was 1349ml, indicating the home patient (hp) drained 1349ml more than their maximum programmed fill volume of 2200ml. No additional information is available.